Event description:
Related manufacturer report number 2017865-2022-13188. It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing were noted on the right ventricular (rv) lead and the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. The rv lead and the ra lead were capped and replaced to resolve the event. The patient was in stable condition.